Event description:
Information was received that the balloon of a smiths medical tracheostomy was noted to have leaked following the patient's operation. It was reported that the catheter was not fixed firmly during the operation.